Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate stimulation. It was also reported that the patients ipg was not holding a charge and taking longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was disposed by facility.